Event description:
It was reported that the user experienced recurrent high blood glucose on the ilet system after dinner followed by nocturnal low blood glucose, with the user ingesting oral glucose tablets during overnight hypoglycemia; the care team advised withholding dinner announcements, which appeared to contribute to hyperglycemia and subsequent lows, and a factory reset and automated target setup were completed while the user was wearing a freestyle libre 3+ cgm and cartridge-driven infusion sets. Investigation of this case revealed device maladaptation related to meal announcement practices and subsequent corrective actions with successful reinitialization of automated therapy. Further investigation included technical support review and guidance culminating in a factory reset. The user reported symptoms included shakiness associated with hyperglycemia and hypoglycemia. Outcomes included the need for troubleshooting and education. It was concluded that the event was attributable to use-related factors with cause of the hyperglycemia and hypoglycemia otherwise unclear; the device performance was restored after reset and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.